Event description:
It was reported that the customer received a continuous glucose monitor error 42. Subsequently, a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 178 mg/dl.